Manufacturer narrative:
Visual inspection of the foot control assembly revealed strain relief was broken, set point switch cover missing and signs of rust/corrosion on the foot control assembly. The controller revealed a few minor scratches on the exterior of the returned controller. There were no physical or cosmetic anomalies observed on the returned concomitant flow valve and cable. Functional evaluation revealed the subject flow valve performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any kind of failures. The returned concomitant foot control, controller and cable associated with this complaint event performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject flow valve due to the subject unit functioning as intended when tested. Factors which can lead to blockage include: a power surge or power interruption to the subject controller. Using an improper power cord or improper extension cord. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the automatic actuation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device clogged continuously during the procedure. Case was completed using a competitive device (suction bovie). No patient injury or other complications were reported.